Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 130 to 190 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 210mg/dl (B)(6) 2015 01:36:00 pm fasting:yes; 2: 149mg/dl (B)(6) 2015 04:24:00 pm fasting:yes; 3: 145mg/dl (B)(6) 2015 02:25:00 pm fasting:yes; 4: 165mg/dl (B)(6) 2015 10:31:00 am fasting:yes; 5: 280mg/dl (B)(6) 2015 08:14:00 pm fasting:yes. Adverse event not reported.